Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on 3 bd angiocath¿ IV catheters before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "white fm was on the catheter."

Manufacturer narrative:
H.6. Investigation: bd was able to verify there was visible silicone on the catheter on the samples returned. It should be noted that this silicone does not cause harm to the wearer and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project, CAPA#450094, has been initiated to investigate the issue. DHR was reviewed. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, there were no evidenced records that could lead to the claimed defect. H3 other text : see h.10.

Event description:
It was reported that white foreign matter was found on 3 bd angiocath¿ IV catheters before use. The following information was provided by the initial reporter, translated from japanese to english: "white fm was on the catheter."